Event description:
Boston scientific received information that during a device replacement due to normal battery depletion, this atrial lead was explanted. During the explant of the ventricular lead, it was noted this lead had fused to the other leads in the system, and all three leads were damaged upon explant. Additionally, it was noted during the explant of this lead that the patient developed a small cardiac effusion. It was suspected a perforation had caused the effusion. No permanent injury because of the effusion or additional adverse patient effects were reported.

Manufacturer narrative:
The lead was explanted and will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.